Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/23/2013 as follows: the pump powered on normally. The display appeared dim and discolored. The pump case was observed to be cracked in the display area. A leak test revealed a leak at the crack in the pump case. The pump case was removed; evidence of moisture contamination inside the pump was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the pump display had condensation under the screen. The reporter stated it was noticed around the time they went to a water park. The reporter stated the battery cap was always screwed down until the yellow o ring was not visible. The reporter denied presence of crack to pump or screen and stated that the keypad was intact. The lens film was already removed and reporter stated that they could safely maneuver through the screens. There was no moisture in the battery compartment reported. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.